Manufacturer narrative:
Findings: unit received with critical pump error (open book image) and pump error noted in history download due to moisture damage on the electronic assembly. During visual inspection the motor had moisture damage. No moisture damage noted on the force sensor. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit had scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The alarm was not resolved. The insulin pump will be returned for analysis.